Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 3) "do not insert endotherapy accessories forcibly or abruptly. Otherwise, the endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation." 4) "gently withdraw the channel cleaning brush (bw-15b), the single use combination cleaning brush (bw-411b), or single use channel cleaning brush (bw-201b) from the instrument channel or suction channel. Make sure that the shaft does not rub against the external opening of the suction cylinder." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover of the evis exera ii. Bronchovideoscope was leaking. The leak was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved and the coating on the connecting tube was peeled. The report is being submitted due to the shaved port and peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a cut on the bending section cover. Also, evaluation found the distal end was shaved, the bending section cover adhesive was cracked, the universal cord was dented, the connecting tube was damaged and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.